Event description:
A customer contacted beckman coulter regarding erroneously low hemglobin (hgb), and platelet (plt) results from a single patient sample that were generated by the coulter ac t diff instrument. Hgb: the initial hgb result was 7.8g/dl and an immediate re-run was the same. After the bath cleaning, on this instrument hgb result of 17.6g/dl was obtained. The sample was tested for hgb on a different instrument and hgb result of 17.1g/dl was obtained. Plt: the initial plt result was 164 x 10 to the third power cells/ul and an immediate repeat was the same. After the bath cleaning, the plt result was 340 x 10 to the third power cells/ul. The sample was tested for plt on a different instrument in their lab and plt result of 339. X 10 to the third power cells/ul was obtained. Per the physician's order, a fresh sample was collected from the patient and tested for hgb and plt on both instruments. The hgb result was 16.8 g/dl from ac t diff instrument and 16.7g/dl from the other instrument. The plt result was 349 x 10 to the third power cells/ul from ac t diff instrument and 330 x 10 to the third power cells/ul from the other instrument. The results were verified to be erroneous when repeat results did not match the original sample results. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to the event passed. The erroneous results occurred in primary mode. The customer indicated that the instrument failed startup cycle and they bleached baths and then the startup passed. Service summary (post event): a field service engineer (fse) was dispatched to the customer lab. The fse replaced waste pump tubing and vl-4 tubing to resolve the poor bath drain problem. As of june 16, 2006, there have been no further issues of erroneous cbc results from this account. Hardware issue, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.